Event description:
Caller states the pt tested 1.9 inr and 2.5 inr during duplicate testing using coaguchek systems. Caller was unsure which system produced each result. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.